Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer¿s mother that air bubbles are noticed quite often. The air bubbles are located in the reservoir. Customer's blood glucose was 450 mg/dl. The reservoir will not be returned for analysis.